Manufacturer narrative:
The investigation is ongoing.

Event description:
The user facility in slovenia reported that during vitrectomy, the infusion did not flow. The device did not recognize the cassette and noticed that it was full, however, it was not. Towards the end of the procedure, the system had shut down. There was no impact or harm to the patient.

Manufacturer narrative:
The unit was evaluated, and it has a problem with the fluid module for cassette recognition and the ultrasound module. The ultrasound connector needs to be replaced. During evaluation the device never shut down. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.